Event description:
The level 1 rapid infuser machine was giving the alarm that the tubing was not set correctly in the machine, and as such would not heat up. The machine did not exceed 29 degrees celsius. The tubing was taken out and reattached, but the problem persisted. Staff had to obtain another level 1 to continue giving blood product to the patient.